Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during device demonstration, after completing all the checks and attempting to make their first resection, lights were green, and the system appeared to be fine, it was observed that the velys saw did not activate and the robotic assisted saw interface device (sasi) left was loose. It was reported that the demonstration could not be completed due to time. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. No additional information could be provided.